Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in the mitral position. During the procedure, a temporary left ventricular outflow tract (lvot) obstruction occurred, causing temporary progressive right ventricular (rv) failure and an atrial septal defect (asd) closure was performed. The patient had a barlow-like degenerative mitral valve and poor right heart function. During the procedure, patient was in atrial fibrillation with fast ventricular response of approximately 105-120 bpm. During leaflet capture of the second device, it was challenging to achieve the optimal reduction. A temporary lvot obstruction occurred, causing temporary progressive right ventricular (rv) failure, which increased the heart rate to 150-170 bpm and caused a gradual lowering of blood pressure (bp). The initial mitral regurgitation (mr) grade was severe and it was reduced to a moderate level after the procedure was completed. After implantation, bp did not stabilize and the patient desaturated. The clinical decision was to perform an atrial septal defect (asd) closure, and cardioversion was performed four times due to the patient's pre-existing atrial fibrillation with a fast ventricular response. Bp stabilized afterwards and patient was in stable condition after the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions) additional h6 type of investigation code: labelling review h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence for the information provided. The patient had a barlow-like degenerative mitral valve and poor right heart function. The various leaflet capture attempts led to the lvot obstruction and temporary right ventricular (rv) failure. The blood pressure (bp) did not stabilize post-device implantation, and an asd closure device was installed. Available information suggests procedure context and patient conditions likely contributed to the reported event. Since no edwards defect was identified, corrective or preventive actions are not required.